Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with bubbled downstream occlusion seal. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed several evidence of the reported problem. To further investigate, a functional test was performed. The customer's problem was confirmed. The device was found to have alarmed cassette not attached properly messages in an event history log and error code 46440 which indicate a problem with downstream occlusion issue. The blue dc-in led was found to continuously stay on due to a malfunctioned microprocessor board. It was determined that a faulty downstream occlusion sensor was the root cause of the downstream occlusion issue. Therefore, the downstream occlusion sensor was replaced.

Event description:
Information received a smiths medical cadd solis vip pump malfunctioned with blue dc-in led continuously stays on; device failing downstream occlusion . No patient injury was reported.